Manufacturer narrative:
Qn#(B)(4). The customer returned an arterial line kit with spring wire guide (swg) still advanced in the introducer needle. The swg and needle showed signs of use in the form of biological material. Visual inspection of the swg revealed three locations of offset coils and a bent distal end. Visual inspection of the needle revealed no obvious defects or anomalies. Microscopic examination confirmed that both welds were spherical and fully attached. The offset coils in the wire guide were located at 418mm, 420mm and 450mm from the proximal tip. The bend was located at 446mm from the proximal tip. The length of the wire guide measured 456mm which is within specifications of 449.2-458.8mm per swg product drawing. The outer diameter of the wire guide measured 0.620mm which is within specifications of 0.610-0.635mm per swg product drawing. The length of the introducer needle measured 2.125" which is within specifications of 2.08-2.15" per needle product drawing. The inner diameter of the introducer needle measured 0.027" which is within specifications of 0. 0270-0.285" per needle cannula product drawing. The swg was stuck inside the needle and needed to be removed using needle holders. Once removed and flushed of dried blood, the wire guide was advanced through the returned needle and a lab inventory ars to functionally test. The swg passed through both with minimal resistance. A manual tug test confirmed that the distal and proximal welds were fully intact. The IFU provided with this kit warns the user, "to reduce the risk of spring-wire guide damage, do not retract spring wire guide against edge of needle while in vessel". The report of resistance between swg/introducer needle leading to a damaged swg was confirmed with investigational testing. The spring wire guide had three locations of offset coils as well as a bent distal end. The introducer needle showed no obvious defects or anomalies. Once the wire guide and needle were able to be separated and cleaned of dried blood, the cannula and guide wire complaint passed all relevant dimensional and functional requirements. Based on the customer description and the sample returned, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "unable to thread needle through guidewire", however my guess is they were unable to thread guidewire through needle." The reported defect was detected during use. There is no patient complication or injury. The patient condition is reported as "fine". Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4). Upon preliminary investigation of the returned sample, it was observed that the spring wire guide was kinked.

Event description:
The complaint is reported as: "unable to thread needle through guidewire", however my guess is they were unable to thread guidewire through needle." The reported defect was detected during use. There is no patient complication or injury. The patient condition is reported as "fine". Therapy was reported to be delayed/interrupted.